Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.0-9.2cm and 17.0-17.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 11.0-12.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.7-6.8cm from the connector pin, consistent with lead friction to the device can. The inner coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that an asymptomatic patient was presented in the clinic with an alert for ventricular lead noise. Externalized conductors were observed. The lead was explanted and replaced. The patient tolerated the procedure and was fine.